Manufacturer narrative:
A1: patient identifier: patient(B)(6). A3b: gender: not provided for animal use. A4: weight: 14.2lbs . A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: veterinary technician. The actual samples were confirmed to be contaminated with blood therefore the evaluation conducted was only limited to visual inspection due to the risk of exposure to blood. The catheter tube was confirmed broken. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. All samples met the required specifications. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr7, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. The catheter tube and catheter hub fitting test is conducted during the production process. The records showed that the results were passed. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergoes incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. A total of (B)(4) complaints were received in the previous two fiscal years to the present for the same issue, but the cause was not identified as related to our product or manufacturing process. There is no evidence that there was a pre-existing defect with the device related to either the materials or manufacturing process. Our review of the product's lot history file revealed no related issues that would cause catheter breakage. The evaluated retention samples passed both the visual and functional tests. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported the catheter was inserted into the front right arm, but fluid could not pass through. Upon removal, parts of the catheter broke off, leaving a significant portion inside the vessel. Additional information was received on (B)(6) 2024: surgery was required to remove the broken catheter left in the vein. Patient was a spayed female chihuahua mix.